Event description:
It was reported that right atrial (ra) lead was found to be dislodged during outpatient ortho surgery, presumably under fluoroscopy. The lead was explanted and replaced. No patient harm resulted.